Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with bilateral diffuse lamellar keratitis (dlk) on the both eye (ou) at a 1 day post-operative exam. A brief description from the surgery center indicated the dlk was noted at one day post op exam and the both patient¿s flaps were re-lifted. The patient¿s visual acuity is 20/20 and is doing well in measurement of reading vision and near vision.